Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the needle was detached from the suture of the acl-fibertag®-tightrope® abs-implant. Functional testing was not performed due to the detached needle from the device. The most likely cause of this failure is a manufacturing issue. Eco-34288 was opened to address this issue and improve needle-attaching manufacturability.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery the suture detached from the needle. This happened twice, with different implants. The third implant worked. The detached devices were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.